Event description:
A malfunction alarm was reported on the pump, but no significant events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reappear.